Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the no disk space. Review of system log file shows malfunctioning frontal ip-pc. The fse found that there were 97 images unassociated to a folder. The philips engineer repaired, rebooted, and then recreated the database. After which, the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that x-ray was not possible with the allura system. The device was inside of clinical use at the time of the reported event and the patient was moved to another room. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the image database was faulty. The fse repaired the image database which resolved the issue, and the device was returned to use in good working order.